Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port difficult to disengage needle. The following information was provided by the initial reporter: needle very difficult to remove from sheath. Makes grinding noise when coming out. 1. Could you please provide a further description of the issue? Description in file already sent. 2. What was the impact to the patient? Patient had to be stuck again 3. Can you please provide an exact date of event in format dd-mmm-yyyy? Date of event in file already sent. 4. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? Address for return in email attached.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4200563. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.